Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2017) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018. Patient was diagnosed with bilateral indirect inguinal hernia thereby underwent open repair with implant of ventrio st mesh (device 1 and 2). Per op notes, ¿a right groin skin incision was made. The hernia sac was identified consistent with indirect inguinal hernia and this was reduced. A ventrio st mesh (device 1) was placed on right and ventrio st mesh (device 2) was placed on left in the preperitoneal space and tacked to the cooper¿s ligament with suture.¿ (B)(6) 2019. Patient was diagnosed with recurrent right inguinal hernia, direct thereby underwent open repair with implant of bard pre-shaped mesh (device 3). Per op notes, ¿an incision was made over the right groin. The floor was noted to be torn apart and loose. A direct hernia extending through the floor of the canal and around the level of external ring, it was adherent to the spermatic cord. Hernia sac was dissected off and reduced. Suture was used to loosely approximate the floor of the inguinal canal. A bard pre-shaped mesh with keyhole (device 3) was placed and secured with sutures.¿